Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'does not recognize door is open' was verified through the event history log by the presence of "door jammed!" Messages and was duplicated during evaluation by troubleshooting the device. Evaluation revealed the cause to be a stuck upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize door was open. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.